Manufacturer narrative:
One actual sample and 14 unopened companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed to the actual sample and 2 companion samples. A leak from the add port tubing welds, spike port tubing welds and fill port tubing welds of the 3 samples tested. The reported problem was verified. The cause of the condition was determined to be insufficient weld sealing during the manufacturing process. A batch review was conducted and found an indication of a nonconformance related to the reported condition during the manufacture of the product. There was no potentially related significant change made to the process and the review did not identify potentially related in-process data that resulted in non-conformities or exceptions. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of exactamix 500 ml eva tpn bag leaked. The exact location of the leak and process step were not reported. There was no patient involvement. No additional information is available.